Event description:
Ten weeks after implantation of condylar plate a revision was necessary due to the breakage of the plate.

Manufacturer narrative:
The device provided by the distributor was only one part of the plate which could not be examined due to the bad condition.